Event description:
The alaris medley IV infusion pump system with dehp free tubing with a buretrol is utilized in hospital nicu. Recent observations of air in tubing distal/below the IV pump. IV pumps with modules have been reviewed and logs analyzed. No detectable pump or tubing compromise noted. Hospital is working with carefusion MFR on air in line solutions, tubing selection options and education sessions with staff.